Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicated that the patient was seen for a cardiac catheterization. The local field representative reviewed histograms and noted some rates below the lower rate limit of 60 paces per minute. It has been suspected that the lead has fractured. It was reported that the patient had been really sick and was not a good candidate for a lead revision. Additional electrograms were sent in for boston scientific technical services to review. An episode of pacemaker tachycardia was noted. Retrograde conduction was eliminated as a source. The device has been programmed to monitor only. At this time, the system remains in service.

Event description:
Boston scientific received information that latitude detected an alert for increased shock impedances on this right ventricular (rv) lead. Threshold measurements had increased as well. Several non-sustained ventricular tachycardia episodes were present with noise on the rv lead. The patient implanted with this device system was reported to be very sick on dialysis and have superior vena cava (svc) fibrosis. Technical services provided recommendations to evaluate lead system. Commanded energy shocks were performed and all lead measurements were within acceptable limits, however, shock lead integrity tests exhibited a rv lead measurement greater than 125 ohms. A lead revision procedure was planned and the rv lead was to be replaced. To date, no adverse patient effects were reported with this clinical observation.